Manufacturer narrative:
Other applicable components are: product ID 3531, serial# unknown, product type: external neurostimulator.

Event description:
Information was received from a consumer regarding a trail patient. It was reported that the patient had pain in their lower back and tailbone. They tried decreasing stimulation, but there was no change. It was noted that this pain occurred on (B)(6) 2016, the same day as the trial placement. On (B)(6) 2016, the patient reported that they had surgery to remove the lead. They stated that the lead had moved and was stimulating the sacral nerve. They had very bad pain down their leg. They noted that they were recovering and healing nicely.